Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
The patient experienced weakness and low blood pressure and was admitted to the hospital. A pericardial effusion was noted on tte which required a pericardiocentesis to stabilize the patient. Patient was still in the hospital as of (B)(6) 2024